Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria chronic ('chronic urticaria') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced urticaria chronic (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the urticaria chronic had resolved and the weight increased was resolving. The reporter considered autoimmune disorder, urticaria chronic and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: information received via social media: new event - autoimmune issue and chronic urticaria and reporter information were added. Event medical device removal deleted and surgery added to chronic urticarial. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pending hysterectomy in may') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: weight gain were added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pending hysterectomy in (B)(6)) in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (schedule hysterectomy in (B)(6)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.